Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
According to received information the inspiratory pressure transducer board was exchanged in the ventilator and this solved the failing pre-use checks tests. No goods were returned four our investigation since the customer refused to send the parts replaced/exchanged. Device logs were received and the reported pressure transducer test failures could be confirmed in several pre-use checks. We could see that in some of the tests that change inspiratory transducer printed circuit board had values beyond expected limits. The pressure transducer test is a sub-test during pre-use check used to self test the device. If any fault is detected during pre-use check, the device shall not be used for patient treatment according to user manual. As no goods were returned for investigation, the cause for the reported failure could not be determined.